Event description:
Consumer reports low readings on the pt's paradigm link meter when compared to their other meter. Analysis run on clark error grid using competitive readings (240) as ref. Point vs. Bd readings of 24, 77 yielded data points in the e/b range of the grid, outside acceptable, ranges.